Event description:
The doctor claims that the graft was implanted for a femoral-popliteal procedure and leaked an unknown quantity of blood. The bleeding was stopped with hemostatic agents (unknown) and direct pressure. As a result of the leakage, the procedure time was extended 20 to 40 minutes. The graft was left in. The patient's condition is reported as well.